Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-07465. It was reported that a burr and rotawire detachment occurred and device fragments remained in the patient's body. The target lesion was located in the coronary circumflex. The patient was on a non-bsc circulatory support system. A 1.50mm rotalink¿ burr and a rotawire were selected for treatment. During the procedure, the physician observed that the burr was caught in a bunch of calcium. The physician continued trying to burr and the burr and the rotawire snapped off inside the vessel. The detached burr and rotawire fragment were not able to be retrieved and the decision was made to leave them inside the patient. The patient was taken off circulatory support and was fine. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Corrected: manufacturer name from boston scientific - (B)(4) to boston scientific - cork device evaluated by MFR: the device was returned for evaluation. Microscopic and visual analysis of the burr, sheath, and coil revealed that the burr was detached and not returned for product analysis. The tip of the sheath was damaged with what appeared to be wear marks. The coil was kinked/damaged with the rotawire protruding through the coil. The coil was removed from the sheath in an attempt to remove the rotawire from the coil; however, the wire was unable to be removed from the coil. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07465. It was reported that a burr and rotawire detachment occurred and device fragments remained in the patient's body. The target lesion was located in the coronary circumflex. The patient was on a non-bsc circulatory support system. A 1.50mm rotalink¿ burr and a rotawire were selected for treatment. During the procedure, the physician observed that the burr was caught in a bunch of calcium. The physician continued trying to burr and the burr and the rotawire snapped off inside the vessel. The detached burr and rotawire fragment were not able to be retrieved and the decision was made to leave them inside the patient. The patient was taken off circulatory support and was fine. There were no further patient complications reported and the patient's condition was stable.